Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a foreign material was observed inside the packaging. It was reported that while setting up for a procedure, when opening the package, the biosense webster inc. (Bwi) representative noticed that the vizigo¿ sheath had hair on it. It was a short brown hair that was on top of the device (with movement). It was noticed before use, therefore, the device was not used on the patient. The vizigo¿ was replaced and the procedure was continued. No adverse patient consequence was reported. The foreign material inside the packaging is MDR reportable to the us FDA.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 17-may-2023. The device evaluation was completed on 01-jun-2023. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a foreign material was observed inside the packaging. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. According to the picture provided by the customer, the package was found open and manipulated, also a foreign material presumably a hair was observed; however, the device was found in good conditions. A device history record (DHR) was performed for the finished device 00002132 number, and no internal actions related to the reported complaint condition were identified. Based on the DHR, the d 4. Expiration date and h 4. Device manufacture date have been updated. The issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported foreign material. Investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the photo analysis. Investigation findings: inappropriate material (c0602)/ investigation conclusions: cause not established (d15) were selected as related to the unknown material observed during photo analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).